Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 (eight) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device and that it is not simethicone. It is presumed that the foreign material in the air/water channel, in the biopsy channel and in the auxiliary channel was due to a leak that occurred in the biopsy channel. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif/cf/pcf-190 series operation manual, chapter 3: "preparation and inspection." Preventative measures: gif/cf/pcf-190 series reprocessing manual, chapter 5: "reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a white foreign material was found inside the air/water (a/w) tube, jet tube (j-tube), and forceps channel port. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.